Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusions alarms occurred and that a cartridge is not fitting on the pump. Ultimately, the customer was able to load the cartridge. Reportedly, the customers wife took the customer to the hospital due to the customer not feeling well. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.